Manufacturer narrative:
(B)(4). The customer has indicated that a sample is available for evaluation. At this time no sample has been received. Once the sample is received an evaluation will be completed and a follow up submission will be filed. The sample has not been received for evaluation. (B)(4).

Event description:
The customer reported "smoke from motor/ no power".